Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that duplicate IV bag was added to same patient. The pharmacist stated that a patient had medication a and b running, then rn replaced pump running medication b with medication a. Medication a was running on multiple (2) modules. Although requested, no additional event and/or patient information was provided.

Manufacturer narrative:
Supplemental MDR created to state that only one device should have been reported. The reported suspect instrument for parent ID 347540 was captured in emdr 351240. The reported issue that duplicate IV bag was added to same patient when the rn replaced pump running medication b with medication a. Medication a was running on multiple (2) modules could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time.

Event description:
It was reported that duplicate IV bag was added to same patient. The pharmacist stated that a patient had medication a and b running, then rn replaced pump running medication b with medication a. Medication a was running on multiple (2) modules. There was no patient harm. Although requested, no additional event and/or patient information was provided.